Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2026, a 77-year-old patient underwent a contrast-enhanced thoracic-abdominal-pelvic CT scan via a left jugular central venous catheter (cvc) that had been placed on (B)(6) 2026. Prior to contrast administration, a patency check was performed using 15ml of normal saline, with no abnormalities observed. During a high-pressure injection of iodinated contrast medium, extravasation occurred. The injection was immediately discontinued. The cvc was removed, a peripheral intravenous catheter was inserted, and the patient was placed under clinical observation. Subsequent imaging, including x-ray and chest CT, confirmed extravasation of approximately 80 ml of iodinated contrast medium into the left lateral cervical dermo-subcutaneous soft tissues. Management included positioning the patient in a semi-sitting position and application of a gauze dressing to the extravasation site (left jugular region), with dressing changes every 3 hours. The central venous catheter was removed. It was later noted that the catheter was not correctly positioned at the time of injection. Additional information provided by the reporting facility confirmed the above findings and management. The patient remained asymptomatic, with no reported signs or symptoms related to the event and was discharged in good condition. No adverse clinical sequelae were reported.